Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, g.1.

Event description:
Patient reported for left side record "experiencing tingling in both breasts for some months" with left breast being "more intense", capsular contracture baker grade unknown, "pain and hardening", "slight folds in the envelope", "discreet contracture of the left breast prosthesis, with a slight amount of periprosthetic fluid and echogenic echoes in suspension", "radial folds", and "psychological stress due to the disease the prosthesis". Physician reported a baker grade IV for the capsular contracture, "thickening . . . With minimal amount of free liquid reaction peri implant", "pain . . . Mainly in the left breast, together with hardening and shape changes." The device remains implanted. Treatment administered: antileukotriene (singulair) and diprospan.

Event description:
The capsular contracture is baker grade IV. Treatment included singulair and diprospan, noted to be without improvement.

Manufacturer narrative:
Additional health effect impact code: f2303. Additional, changed, and/or corrected data: a.4., b.3., b.5., h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6., d.1., d.2., d.4., g.5., h.4., h.6 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, healthcare professional reported left side "small amount of fluid / fluid left peri-implant" and "radial folds". Patient also reported left side "pain and discomfort" and "psychological stress due to the disease the prosthesis can cause if it is not removed".

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side "tingling" and capsular contracture baker grade unknown. The device remains implanted.